Event description:
Same case as MDR ID#: 2134265-2013-06842; 2134265-2013-06841. It was reported that plaque shifting occurred. In (B)(6) 2013, the subject presented with unstable angina and was hospitalized on the same day. Cardiac catheterization was recommended. The subject was noted to have 75% in-stent restenosis of previously placed study stents in mid left anterior descending (lad) artery. The subject was treated with percutaneous coronary intervention by using 2.75mm quantum balloon, with less then 20% residual stenosis, however, distally, there was a disruption, probably a plaque shift of scar tissue shift noted which was treated with same balloon, following 0% residual stenosis along with excellent flow. Three days post procedure the event was considered resolved and the subject was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).